Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to pump error 3. Pump error 3 isolated to the electronic assembly as per global logic analysis. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.